Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Insulin pump cracked reservoir tube lip, cracked display, minor scratches on display window and cracked case near display window corners.

Event description:
Customer reported a button error alarm on the insulin pump. The blood glucose reading was 77 mg/dl. She did not recall any significant events leading to the issue. Nothing further was reported.